Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre 2 sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was completed for the high reading complaint and libre 2 sensor, and there were no adverse trends that indicate any product related issues. An additional tripped trend review was completed for the error message complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining an unspecified high scan on the adc freestyle libre 2 sensor compared to the adc meter. The customer further reported receiving an unspecified sensor error message and as a result of the encountered issues, the customer experienced a loss of consciousness; however, customer was able to self-treat (unspecified). There was no report of a third-party treatment for the reported issue and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered in section b3 is per the customer report of "approximately 20 days ago" from the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR as the issue of "sensor error" was not captured. The issue was added after submission. Section b5 verbiage and h6 - adverse event problem, medical device problem code have been updated.

Event description:
A customer reported obtaining an unspecified high scan on the adc freestyle libre 2 sensor compared to the adc meter. The customer further reported receiving an unspecified sensor error message and as a result of the encountered issues, the customer experienced a loss of consciousness; however, customer was able to self-treat (unspecified). There was no report of a third-party treatment for the reported issue and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "approximately 20 days ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified high sensor scans compared to adc meter results. The customer experienced a loss of consciousness but was able to self-treat (unspecified) and there was no report of a third-party treatment. There was no report of death or permanent injury associated with this event.